Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and debris was observed on pcba (printed circuit board assembly) was observed. Sensor was unable to be reprogram due to low battery. The sensor was de-cased and battery was replaced. Sensor was reprogrammed and activated successfully to perform accuracy test. The current was applied to the sensor to perform linearity testing while in the test fixture. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings and no issues were observed. Pqe physically inspected the returned puck and reviewed the attachment from the phase 1 investigation, and observed debris on the plug triangle area. The debris observed on the plug triangle area looks more like a piece of adhesive. Pqe determined the debris are not severe enough to have any impact on the sensors accuracy. No issues were found during testing, therefore, this issue is not confirmed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.